Manufacturer narrative:
The device manufacture date provided in the initial report was found to be incorrect; the corrected date is provided in this follow-up report.

Event description:
The customer reported a cleaner fluid leak of approximately 10ml from a coulter lh 750 hematology analyzer during startup. The leak was not contained within the instrument and no error messages were reported by the customer at the time of the event. The customer was wearing personal protective equipment consisting of a laboratory coat, face shield, and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 03/09/2015. The fse indicated that he identified the cause of leak was that the vc26 vent port was clogging, causing an overflow condition. The fse cleared the blockage and saw no further issues. (B)(4).